Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the insert since its release for distribution. A review of the DHR (device history record) for product number 136553000 lot number 1068696 found one manufacturing deviation, number 2877 at operation number 10 turn sphere and bore, the approved deviation was not available for review. This was confirmed that the deviation should have had no effect on the reported incident. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6) 2003, patient was implanted with a depuy pinnacle hip on her left side. Patient has large amounts of cobalt-chromium metal ions and particles in her blood, tissue, and bone surrounding the implant. Patient has been experiencing severe pain and discomfort and inflammation in her left thigh and groin. She also experiences a popping and snapping sensation in her hip-joint when walking or moving to and from a sitting position. Patient will likely need to undergo revision surgery to replace the implant. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.